Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a circumcision device. The customer reports that the circumcision device did not remain tight during a procedure leading to excess bleeding from the 2 o'clock position. The customer further reports that the urology department had to place stitches in the inner mucosal layer all the way around the foreskin. The customer further reports that at this time, there has not been any noted complications at the patients follow up visits (on (B)(6) 2013), and nothing regarding his circumcision has been reported by his home health registered nurse.